Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins hasn't worked the patient couldn't get it to charge and they saw a 'call your doctor' message but did not remember the code. The patient stated that the ins appeared to charge for about 25-30 minutes but then stopped charging, they couldn't get it to charge again, it will say that it was dead and when they went to turn in on, it wouldn't advance past the first quartile. The patient stated that they would like to pursue explant and inquired about next steps. It was reviewed that the patient should discuss explant with their healthcare professional (hcp) and also to call back for troubleshooting with the code if the 'call your doctor' message appeared again. The patient was sent hcp listings. No symptoms were reported. No further complications were reported/anticipated.